Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, which resulted in the pump shutting down. Additionally, it was reported that the pump battery was depleting quickly and that the wake button was sticking. There was no reported adverse impact to the customers blood glucose level. The customer declined follow-up troubleshooting with tandem technical support; therefore, no additional information could be obtained.